Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sept2019. Philips technical support advised recommend swapping video graphic array (vga) pcb.tech support sent email requesting status up-date. Customer responded the vga pcb corrected the issue and the unit has been returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reports display has vertical lines throughout. Customer has swapped display module and problem persists. No patient involvement.